Manufacturer narrative:
Please note that the date of implantation was reported to be 2011 and is being reported as (B)(6) 2011. As reported, the patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, to the patient, including, but not limited to: approximately seven (7) years after placement a scan indicated the filter was tilted. At risk of suffering further injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient¿s body. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, to the patient, including, but not limited to: approximately seven (7) years after placement a scan indicated the filter was tilted. At risk of suffering further injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient¿s body. No additional information is available.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately seven years post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt. The patient reports mental anguish due to possible harm from tilted filter. The following additional information received per the medical records state that patient has a history of abdominal and pelvic pain. A CT scan of the patient¿s abdomen performed approximately seven years post implantation showed that the filter was tilted anterolaterally towards the right and abuts the wall of the ivc. No evidence of ivc stenosis was seen.

Manufacturer narrative:
The following additional information received per the medical records state that patient has a history of abdominal and pelvic pain. A CT scan of the patient¿s abdomen performed approximately seven years post implantation showed that the filter was tilted anterolaterally towards the right and abuts the wall of the ivc. No evidence of ivc stenosis was seen. According to the information received in an additional ppf, the patient reports pain in the lower part of the stomach. Additional information is pending and will be submitted in a follow up report when received.

Manufacturer narrative:
As reported, the patient had placement of an unknown cordis inferior vena cava (ivc) filter. Per the medical records, the patient has a history of abdominal and pelvic pain. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, to the patient, including, but not limited to: approximately seven (7) years after placement a scan indicated the filter was tilted. At risk of suffering further injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt. The patient reports mental anguish due to possible harm from tilted filter. A CT scan of the patient¿s abdomen performed approximately seven years post implantation showed that the filter was tilted anterolaterally towards the right and abuts the wall of the ivc. No evidence of ivc stenosis was seen. Per the patient profile form (ppf), the patient reports pain in the lower part of the stomach. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: section (product code).